Event description:
It was reported via repair work order that the side rail cannot be latched in place due to a damaged spring spacer and damaged top rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.